Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The lesion being treated was a mildly tortuous, moderately calcified portion of the right coronary artery (rca). The physician pre-dilated the mid rca with a 2.5 x 12mm apex, then tried delivering the 3.00x24mm ion stent, but it would not cross the lesion. He removed the stent, pre-dilated with a 2.5 x 12mm nc quantum apex. He sent the stent back in, but it would not deliver. He removed the stent system from the patient and noticed a strut had lifted on the back end of the stent. The physician completed the procedure with a non bsc stent. Patient status was reported as fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).